Event description:
Unomedical reference number (B)(4). Event occurred in the united states: it was reported that the patient faced five bent cannula issues. The first bent cannula that patient faced, he experienced high blood glucose level, which he tried to treat with multiple dose injection, but on (B)(6) 2020, the patient was admitted to the hospital due to high blood glucose level. Patient's highest blood glucose level was 600 mg/dl (approximately) and had ketone level. During hospitalization, he received intravenous medication (drug name unknown) as corrective treatment, which resolved the issue and on (B)(6) 2020, the patient was released from the hospital with no permanent damage. Secondly, when the patient faced a bent cannula, again he experienced high blood glucose level, which he tried to treat with multiple dose injection, but on (B)(6) 2020, the patient was admitted to the hospital due to high blood glucose level. Patient's highest blood glucose level was 600 mg/dl (approximately) and had ketone level. During hospitalization, he received intravenous medication (drug name unknown) as corrective treatment, which resolved the issue. The next day, on (B)(6) 2020, the patient was released from the hospital with no permanent damage. Moreover, patient faced bent cannula issue on (B)(6) 2020, respectively, but did not required third party assistance. The patient did not notice any damage to the infusion set when the package was first opened. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.